Event description:
It was reported that the patient¿s electrodes were broken. This was diagnosed on (B)(6) 2015. The healthcare professional was replacing her device. No outcome was provided. Further follow-up is being conducted to obtain this information.

Manufacturer narrative:
Concomitant medical products: product ID: 3887-33, lot# j0015990v, implanted: 2001-(B)(6), product type: lead. Product ID: 3587a, lot# l58626, implanted: 1999-(B)(6), product type: lead. Product ID: 3708240, serial# (B)(4), implanted: 2006-(B)(6), product type: extension. Product ID: 37752, serial# (B)(4), implanted: 2006-(B)(6), product type: recharger. Product ID: 37742, serial# (B)(4), implanted: 2006-(B)(6), product type: programmer, patient. Product ID: 3587a, lot# l58626, implanted: 1999-(B)(6), product type: lead. (B)(4).